Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. Reportedly, the customer attempted to load 16 cartridges unsuccessfully. The customer went to the emergency room and was subsequently hospitalized after experiencing a blood glucose (bg) level of 600 (mg/dl) and diabetic ketoacidosis. A manual injection was delivered to address bg levels prior to hospitalization. While hospitalized, the customer was treated with intravenous fluids and insulin. The customer was released on (B)(6) 2016 with bg levels down to 140 (mg/dl).